Manufacturer narrative:
The model 1705 implantable carioverter-defibrillator is designed to reset when the device's microprocessor encounters an unexpected condition. The device resets to a state allowing normal arrhythmia detection & therapy delivery. The error code observed described this reset. In this case, the device reset was observed at a followup visit. The pt died shortly after the followup visit. The cause of death was described as a suspected mi. The pt's wife stated that the pt had received approximately four shocks at the time of the death. Based on the pt's wife's description of the event, the device functioned normally. The device was buried with the pt. Cpi filed this MDR report because it could not rule out device involvement; however, upon further investigation, there does not appear to be a relationship between the ICD & the pt's death. Cpi reference: cpi model 4320 lead MDR reports (possis model 1114 lead). Is this lead breaking more frequently than others? Cpi has reviewed the performance of this lead against other epicardial rate sensing leads. The observed cummulative survival rate for this lead over 10 years is approximately 94.5%; the cummulative survival for similar cpi leads is 96.3%. Cpi ceased marketing this lead in 1994.

Event description:
Event description cpi received information that at a routine follow-up examination, this ventak prx implantable cardioverter defibrillator (ICD) exhibited an error code '04:00' (system reset). Error code 04:00 does not affect therapy delivery to the patient.